Manufacturer narrative:
Analysis of this device was performed at our post market quality assurance laboratory. A review of device memory revealed that the device was unexpectedly taken out of storage mode while still in the box. The device was then subjected to (and passed) a series of automated diagnostic tests that verified normal device function. Final analysis concluded that the device was operating within specification. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) failed final pack testing.